Event description:
The customer reported a leak of clear fluid from the lh500 instrument. The volume was reported as approximately 30 ml and the leak was not contained. The customer stated they were not sure of the location but it seemed to be coming from pinch valve 49 (pv49). The customer also stated they were running patient samples at the time the leak was discovered and they stated there was no impact to patient results.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found a diluent leak from a hole in the blue striped tubing at valve pv49. The fse replaced the tubing to resolve the leak. (B)(4).